Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.

Event description:
Related to MFR report#s 2183959-2011-00449 and 2183959-2011-00450. On (B)(6) 2006, a monarc subfascial hammock was implanted. It was alleged that, "after, and as a result of implantation," the pt "suffered serious bodily injuries, similar to the ones described in the FDA's public health advisory of october, 2008," and that she has experienced "significant mental and physical pain and suffering and she has sustained permanent injury."